Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-06645. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman access system (was) was deep seated in the laa. It was noted that the was kinked prior to insertion of the 24mm watchman laa closure device & delivery system. The wds was successfully advanced and the closure device was deployed, but the feet remained constrained until the closure device was completely deployed. The closure device was deployed too deeply and canted posteriorly, so a full recapture was performed. An angiogram was performed and contrast passed through the appendage and into the pericardial space. A perforation may have also occurred as there was a substantial amount of bleeding and fluoroscopy images showed contrast flowing into the pericardial space. They removed the closure device and watched the effusion. The patient started to become hemodynamically unstable, so the physician performed a pericardiocentesis and removed 600 cc's of blood. Coronary angiogram pictures were performed in preparation for surgery. The procedure was aborted and the patient stabilized and was transferred to the intensive care unit.